Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone. ~40 years ago, patient had ortho surgery and site was healed/grafted at that time.